Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 2.6 d, retainer ring = clear. The pump was returned for cosmetic damage located at the screen found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked lcd window, missing display window cover, cracked select button keypad overlay and cracked battery tube threads. Cosmetic damage was confirmed at lcd display window.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.